Event description:
The reporter stated that the surgeon was inserting competitor's lens using a aq cartridge-fp and the lens haptic tore. The lens was removed with no pt injury and another model lens was inserted. No pt injury. The reporter stated that the cause could possibly be due to a loading error.